Event description:
The biomedical engineer (bme) reported that this central nurses station (cns) was in a constant boot loop cycle after trying to clear the hdd port 1/hdd port 2 error. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this central nurse's station (cns) was in a constant boot loop cycle after trying to clear the hdd port 1/hdd port 2 error. After about 20-30 minutes, the unit would spontaneously reboot and play a tone from the speaker. Technical support (ts) had them swap the hdd drives, but the issue persisted. The customer opted to replace the device with another device at the facility to continue patient monitoring, thus mitigating the problem, and requested a loaner device. No reports of patient harm or injury. Investigation summary: we were able to confirm the reported issue based on the reported information. Unfortunately, a definitive root cause could not be determined, as the device was no longer under warranty and was not returned for evaluation, despite our follow up attempts to retrieve the device. However, it is possible the issue was due to damage, likely due to wear and tear and aging of the device and its components, including the hdds, as the device was installed on 12/30/2019, and the warranty expired on 12/29/2021. The customer replaced the hdd drives, as an error message prompted when the hard drive has been in use for over 20,000 hours, as in this case, due to the age of the device. The customer was instructed to replace the hdds; however, the issue was not resolved by replacement of the hdds. Most common hard drive failures include normal hard drive failures like hdd damage/aging degradation, hdd port error messages or failure resulting from frequent power loss, inappropriate shutdown/reboot procedures/network/connectivity/damage issues. This was the only similar issue for this device in the past (3) three years, indicating this was an isolated incident. A review of the complaint history does not reveal any significant trends that would warrant any further corrective action. Trending will continue to be monitored. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided. Attempt #1 05/11/2023 emailed the bme for all items under the no information section. No reply was received. Attempt #2 05/15/2023 emailed the bme for all items under the no information section. No reply was received. Attempt #3 05/17/2023 emailed the bme for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsm(s): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Transmitter(s): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that this central nurses station (cns) was in a constant boot loop cycle after trying to clear the hdd port 1/hdd port 2 error. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurses station (cns) was in a constant boot loop cycle after trying to clear the hdd port 1/hdd port 2 error. After about 20-30 minutes, the unit would spontaneously reboot and play a tone from the speaker. Technical support (ts) had them swap the hdd drives, but the issue persisted. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsms: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.